Event description:
A remstar pro c-flex+ device was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. Foam particles were observed. The device was scrapped.